Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, after the device was used for one minute, the device stopped. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.